Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient harm reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the device exhibited tf-389, there is no o2 applied. There was no patient involvement reported.

Manufacturer narrative:
H3: onsite repair was performed. Performance o2 flow calibration. All work performed in accordance with bellavista 1000 service manual revision 01 2021-09. Performed est and performance check, all passed. Vent is operational and meets original equipment manufacturer (OEM) specs.